Event description:
Related manufacturer reference number: 2017865-2022-38261. It was reported that the patient presented in the clinic for a pacemaker generator replacement. Upon interrogation, it was discovered that the right atrial (ra) lead and right ventricular (rv) lead exhibited low pacing impedance. Both leads were capped and replaced on (B)(6) 2022. The patient was in stable condition.